Event description:
The red plastic on the attune handle broke releasing the spring.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed